Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported leakage has not been determined.

Event description:
It was reported that the ventilator was experiencing o2 leakage. There was no patient involvement. Manufuacturer ref.#: (B)(4).